Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial lead displayed far field over-sensing. A request for additional information was made but not received. The lead remains in use and no patient complications have been reported as a result of this event.